Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review is not possible as no serial number has been provided.

Event description:
It was reported ¿image with little sharpness, lack of clarity with more shades of gray. This impairs the differentiation of veins/arteries and underlying tissues especially in pediatric patients.¿

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: product was not returned for evaluation/repair. Photo samples provided shows grainy image. However, complaint investigation and root cause determination could not be completed without physical evaluation of the unit. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number. H3 other text: evaluation findings are in section h11.

Event description:
It was reported ¿image with little sharpness, lack of clarity with more shades of gray. This impairs the differentiation of veins/arteries and underlying tissues especially in pediatric patients.¿